Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a perforation of a heavily calcified and heavily tortuous lesion in the left anterior descending (lad) artery. The 2.8x16mm graftmaster coronary stent graft system was used to treat the area but failed to cross due to the anatomy. There was resistance during removal of the stent and it was noted that there was deformation [bent] on the stent after removal. A non-abbott device was used to seal the perforation and complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.